Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization. Insulin is squirting out of the reservoir. The insulin pump alarms no delivery. The blood glucose reading is 414 mg/dl. Customer is experiencing nausea and vision issues. Customer treated with bolus. Customer does not remember the blood glucose reading during the emergency. Customer was experiencing high blood glucose. Hospital treated with IV. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.